Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 2.1 and 2.2 was not detected on the bus. The field service engineer replaced both drawer boards and the power management controller, then configured the drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility name: providence little company of mary medical center torrance

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary cubie pocket/ drawer displayed device not detected on bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.